Manufacturer narrative:
The insulin pump failed the displacement test due to the motor encoder signal being out of phase. However, the insulin pump passed the basic occlusion, occlusion, prime, and excessive no delivery tests.

Event description:
The customer stated that the insulin pump alarmed no delivery. The reported blood glucose reading was 63 mg/dl. The customer also stated that the insulin pump did not alarm when the reservoir was low. Nothing further was reported.